Manufacturer narrative:
The customer was provided with a quote for service/repair of the device. The quote for service expired and was not accepted by the customer. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.

Event description:
It was reported that the ventilator's navigation ring did not work. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.